Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced kinked cannula. The blood glucose level of the patient ranged between 280 to 300 mg/dl. Moreover, the issue occurred with three similar types of infusion sets and site was patient's abdomen and upper buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.